Manufacturer narrative:
The pump remains implanted and therefore was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the pump met all requirements for release. Though the reported event cannot be explicitly confirmed with the log files, there was an observed increase in power consumption waveform. Trends of this nature may be indicative of a thrombus event which correlates with the clinical report. Investigations of complaints with similar circumstances were reviewed; thrombosis is a known potential complication associated with all patients implanted with a ventricular assistance device (vad); this type of event is multifactorial in etiology and may result in the patient experiencing decreased blood flow and an increase in vad power. Although presence of the thrombus and origin cannot be determined, patient, procedural, and pharmacological factors may contribute to this type of event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Event description:
Approximately twenty-seven months post re-implantation, on an echocardiogram follow-up after percutaneous closure of the aortic valve a thrombus appeared to be attached to the cannula. The patient was recovering from an intracranial hemorrhage; no treatment was provided. Further details regarding the reported event were not provided. The patient was discharged home approximately four days after the reported event. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt.